Event description:
It was reported that the patient experienced sepsis and possible aspiration. The patient was reported to be deceased. The right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic). The right ventricular (rv) lead also exhibited loss of capture during an anti-tachycardia pacing (atp) treated episode. It was unable to be determined if the lia was a performance issue or due to an agonal rhythm. Additional information related to the cause and circumstances of death were requested and not received.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implant date (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.